Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.1mm, vticm5_12.1, -7.0/1.5/065 (sphere/cylinder/axis), implantable collamer lens stuck in injector. Backup lens implanted. Patient contact is unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.